Manufacturer narrative:
Correction field to b5:describe event or problem. This complaint is no longer reportable.

Event description:
This device recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. The device voltage tracks the temperature and at the present time it has recovered. There is no patient involvement at the time of this issue; therefore, there is no risk of serious injury, compromised critical therapy or death.

Event description:
It was reported that this device recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. The device recorded days with low temperatures near or below the labeled storage conditions. The battery voltage is tracking the temperature, and is expected to recover with warmer temperatures, however, it has not been recovered yet. There is no patient involvement at the time of this issue.